Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd his scs system, including a percutaneous lead implanted in the cervical area, on (B)(6) 2009. The pt presented to the facility for a routine f/u appointment. At this time, the pt reported feeling a gradual loss of stimulation over the following two weeks. Examination of the pt's system found high and invalid impedances on all of the leads contacts. Reprogramming was able to deliver some stimulation; however, the stimulation was surging in nature and highly positional. The pt's lead was surgically repositioned on (B)(6) 2010. As the product was not explanted, no return is expected. F/u on the pt found no further issues reported.